Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this chronic right ventricular (rv) lead exhibited non-physiologic noise that was oversensed, resulting in pacing inhibition. It was reported the patient experienced asystole of two seconds due to this issue. The sensitivity was reprogrammed to 10mv to avoid sensing the noise. However, this did not completely mitigate the oversensing and some large amplitude signals were still observed. Lead measurements were all within normal range, although it was noted the pacing impedance measurements had decreased over time, from about 1500 ohms in 2014 down to 780 ohms currently. X-rays were performed but did not reveal any anomalies with the lead. It was noted the patient was symptomatic when pacing was inhibited. At this time the physician plans to monitor the patient and lead in the remote monitoring system with weekly remote follow-ups. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this chronic right ventricular (rv) lead exhibited non-physiologic noise that was oversensed, resulting in pacing inhibition. It was reported the patient experienced asystole of two seconds due to this issue. The sensitivity was reprogrammed to 10mv to avoid sensing the noise. However, this did not completely mitigate the oversensing and some large amplitude signals were still observed. Lead measurements were all within normal range, although it was noted the pacing impedance measurements had decreased over time, from about 1500 ohms in 2014 down to 780 ohms currently. X-rays were performed but did not reveal any anomalies with the lead. It was noted the patient was symptomatic when pacing was inhibited. At this time the physician plans to monitor the patient and lead in the remote monitoring system with weekly remote follow-ups. No adverse patient effects were reported. The field representative obtained additional information about this patient and lead. It was reported that the physician implanted a new rv lead and abandoned the old lead. The patient continues to be monitored in the remote monitoring system and has experienced no further issues. It was noted the chronic lead had been implanted since 2002 and the physician believed any damage to the lead was caused by normal wear. No additional adverse patient effects were reported.